Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The integration engineer stated that the customer had an internal network issue caused problems, network is now up. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system, es server had a communication issue. The customer stated that critical override was on, mix of machines are on and off critical override. The issue was in the past 5 hours, pyxis, logistics, medstations are affected, and nothing is crossing. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.